Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no physical sample was provided by the customer. CAPA is not required at this time.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: pt had two peripheral ivs infiltrate and leaking. Both were started yesterday. No stat lock used, unable to use with winged pivs. Rn took them out and started new one. I have been seeing IV infiltrate and leak much more frequently since new ivs. Stat locks do not work with new needles with the wings, and I wonder if this has something to do with this. I have had 7 peripheral ivs go back on me in two days.